Event description:
The pt stated that she has not been able to use her infusion device since 2007. She reported this to be her backup infusion device. She stated that the infusion device displayed an 01 (empty cartridge) error at one point when the insulin cartridge was full. She concurrently observed an 02 (low motor battery) error. She stated that when she replaced the power pack, the infusion device audibly "beeped" once when the power pack was installed, then there was "no response" from the infusion device. She stated that she had been "testing and injecting (insulin) every two hours" since 2007. She reported that her blood glucose readings have been "fine" since injecting. Two days later, the pt went back on her primary infusion device. Her blood glucose reading was 105 mg/dl when she reconnected to her primary infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.